Manufacturer narrative:
(B)(4). Information was not provided by the initial contact.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy, the device broke about mid way through the case while the surgeon was inserting his hand. There were no patient consequences. A new device was opened and the case was finished.